Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 10 months after implant of the ipg. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly.(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.